Manufacturer narrative:
(B)(4). UDI # unknown. Method: the actual device was not returned. A review of the device history record (DHR) was not performed. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 270 ml, flow rate: 4 ml/hr, procedure: bilateral hernias, cathplace: inguinal. The patient called the nurse hotline reporting he had palpitations. The palpitations occurred at 2 am, about 16-hours, after the patient's surgery. The patient was also taking pain medication, name unknown, every four hours. It was late at night and patient could not find the clamps on the tubing to stop the flow of medications. He was anxious but felt that removing the catheters was the best option. His relief was immediate and it is unsure if the medication was the issue. Additional information received on 01-mar-2016 stated the patient's mother called nurse hotline. She reported she was with the patient when the event occurred that morning. The patient did call his physician but did not get a reply. The patient removed the pump and catheters himself as he thought he had received too much medication. The patient's mother stated the patient seemed to be fine as he was able to walk around. However, she did not know where the patient was and who was taking care of him additional information received on 02-mar-2016 stated the hotline nurse called the physician's office and spoke with a staff member. The staff member stated the patient did not go for his scheduled post-op follow-up.